Manufacturer narrative:
Concomitant medical products: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that after implant of the pump and catheter, the patient experienced slight overdosing symptoms and was monitored in the intensive care unit. First, the patient felt tired. Then, she had a cramp attack. The hcp reduced the dose, and now the patient was good, and her spasticity was good. The patient¿s gender, age, weight, and medical history were unknown. It was noted that the programmer involved with this event ¿might have been¿ an 8840. The manufacturer representative did not know ¿where the patient had been to refill the prime system before¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the manufacturer representative was present during the explant on (B)(6) 2018 and did not think the pump caused any issues and assumed it may have been the catheter as it was nicked but the hcp wanted to explant the pump in addition to the catheter. Refer to manufacturer report #3004209178-2018-15318 for information related to the report the catheter was nicked and system was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.